Event description:
It was reported to philips that the system went blank multiple times. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing vascular diagnostic procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) checked the system remotely and confirmed that the system went blank. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found loss of imaging. The customer stated that x-ray foot peddle plug to be not straight and the screws were not properly secured. To resolve the issue, the fse secured the peddle, carried out level 1 iq checks and created a ghost backup. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.